Manufacturer narrative:
Correction to section h6 evaluation code method, result and conclusion. Additional code added to section h6 patient code and component code. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator did not generate an alarm when the power was turned off. The device was available for evaluation. Service personnel (sp) evaluated the ventilator and was unable to duplicate the reported issue. There was no fault found with the v entilator. The investigation was unable to establish a cause of the reported event as there was no malfunction or product deficiency identified upon analysis of the returned ventilator. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the (B)(6) privacy regulation. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator did not generate an alarm when the power was turned off. It is unknown if a patient was connected to the ventilator at the time of the reported event.

Event description:
Additional details received as follows: the ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Additional information in section b5 correction to section h6 evaluation code result and conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.